Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deflation failed occurred. The target lesion was located in the iliac artery. A mustang balloon catheter was advanced and inflated the target lesion. However, upon deflating the balloon, it was noted that the balloon failed to deflate. The device was removed from the patient's body. No patient complications were reported and the patient's was okay.

Manufacturer narrative:
Name prefix corrected from mr. To dr. Last name corrected from (B)(6). Occupation corrected from health professional to physician. (B)(4).

Event description:
It was further reported that the procedure was completed with another mustang pta balloon dilatation catheter.